Manufacturer narrative:
The driveline remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed parameters to be within normal pump operation. However, on-site inspection revealed an outer sheath damage throughout the driveline and exposed wires. A driveline sheath repair was performed to mitigate the conditions reported. The manufacturer has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the patient has had known driveline sheath damage x1 year ago and rescue tape has been used for previous repairs. Extensive driveline sheath damage observed in the entire length of the driveline with some areas showing intrusion into inner silicone layer, the old repair extended to the exit site. No electrical faults observed/reported. On (B)(6) 2016 the manufacturer engineer removed first section of old repair that reached up to about 8 inches from the exit site. Hospital staff removed old repair that was directly by the exit site. The repair performed through the entire length of the driveline up to 3 inches from the exit site.  No additional information available. Patent was treated as an outpatient with no preparations needed and no pump stops during the procedure. No additional information received.